Manufacturer narrative:
The actual sample had been discarded by the customer; therefore an evaluation will not be performed. Should additional information becomes available a follow up medwatch will be submitted. (B)(4).

Event description:
The customer reported a clearlink extension set that broke off from the hub that twists into the IV (intra venous) catheter. The problem was identified before the set was attached to the patient. The customer stated that all connections were secure. And the leaking was noticed not more than a few hours after setup. This incident occurred before use. There was no patient injury or medical intervention associated with this report. Samples are not available as they have been discarded. No additional information was provided.